Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, verification of sterilization, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned for additional evaluation and investigation. It was reported that the patient had recently fell, but the cause of the migration was said to be unknown. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions via email to report a catheter that was revised due to the tip falling from t8 to t12. The patient had experienced an increase in pain. It was reported that the patient had recently fallen, but the cause of the migration was said to be unknown. The replaced portion of the catheter was discarded at the site.